Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The brightness screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed, and the display became operational. An internal inspection of the cycler found a short on transducer one (t1) of the inverter board with lot code (2408) which reflects the transformer has (p155) insulation thickness. The inverter board is located on the rear of the front panel assembly. The air leak test failed due to motor a diaphragm leaking vacuum. It was cleaned and reassembled. Then, the air leak test, touch screen test, voltage verification check, patient sensor test, force gauge test and safety clamp test all passed. A pre-accelerated stress test (ast) was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer one (t1) of the inverter board.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty cycler experienced an out of box failure where it would not turn on during power up mode. The power cord was properly connected in both ends and there was no outlet issue. There were no recent power outages in the home or in the area reported. The ok and stop keys were on, however there were no lights on and the keys made no sound. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Corrected information.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty cycler experienced an out of box failure where it would not turn on during power up mode. The power cord was properly connected in both ends and there was no outlet issue. There were no recent power outages in the home or in the area reported. The ok and stop keys were on, however there were no lights on and the keys made no sound. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer one (t1) on the inverter board was identified.